Manufacturer narrative:
The device was received and evaluated. Corrosion was observed inside the device on the top battery and the clutch spring. The downloaded data did not show any signs of struggle, pulse width increase, or alarms. Fluid was seen exiting the soft cannula from the nail head portion. This is most likely due to a seal not being formed between the hard and soft cannula. No damages or tears were found along the nail head. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 20 mmol/l (360 mg/dl). The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied.